Event description:
It was reported that the patient's entire system was explanted due to infection. The device system was used to deliver baclofen and infumorph. No patient symptoms or injuries were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).